Manufacturer narrative:
Voluntary medwatch received mw5158814.

Event description:
It was reported via voluntary medwatch that an alert for high out-of-range shock impedance measurements were noted on the right ventricular (rv) lead via remote monitoring. Shock impedance trends showed a gradual increase in measurements, suggestive of a physiologic cause. The rv lead remains in service. No adverse patient effects were reported.